Event description:
As part of a scheduled revision surgery, during removal of the pedicle screws it was discovered that one of the screws had broken in half about midway down the shank of the screw. The screw tip was removed utilizing the hosp screw extraction kit. All fragments were retrieved. In addition, the tip of a t15 driver broke of in the head of a bone screw; the screw was removed without incident.

Manufacturer narrative:
The process & inspection plan shows all (B)(4) rec'd pieces of p/n 930-6535 rev. A lot ap35512 being accepted with no rejected pieces. Material certifications show that all devices were mfg from ti6a14v titanium alloy (heat numbers 21re, 85re, & h15922). All devices were anodized and certified. Inspection data shows that all parts were made within tolerance. The result of the DHR review shows that all parts were properly made to spec upon release into inventory. Therefore, the result of the qual DHR review found no discrepancies. Of the entire group of returned parts, there is one which requires eval. One piece, 960-6535 (lot ap35512), had become broken about halfway down the screw shank. In the same screw, the tip of a t15 star drive broke off inside the head of the bone screw. Both events extended operating room time approximately 15 minutes; the removal of the broken screw shank necessitated add'l excavation of bony anatomy around the implant site. Other than this, all returned pieces have markings typical of normal use. During fusion, bone typically grows into the surface of titanium implants, effectively bonding the implant to the bone. Due to this, it can require a much higher torque to remove a screw than it took to insert it. After reviewing the state of the implant in question, it is hypothesized that this effect was the main cause of both failures during removal. As reported by the operating surgeon, "the screw didn't look like it broke on the x-ray." Because there was no indication of a broken screw on any pre-operative x-ray images, it can reasonably be concluded that the screw shank did not break prior to surgery. Both failures happen during the actual removal of the screw; this means that the screw breakage did not contribute to the necessity of a revision surgery. It was expected during revision surgery that there be add'l time required to remove existing hardware; in addition, further excavation of bony anatomy around the implant site is typical. Due to the above findings, it can be concluded that neither failure caused or resulted in any significant pt harm.